Event description:
It was reported that connector is broken. No backup was readily available, it is unknown if procedure was completed with the same device or with a competitive one. No delay or patient injuries were reported.

Manufacturer narrative:
There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller found that the wand connector port was damaged and loose. Internal inspection found display ribbon cable was disconnected and speaker was dislodged from designated position. Also warranty seal is broken. Functional evaluation revealed that the controller did not function as intended. All ablation and coagulation output voltages were not able to be tested due to the wand connector being damaged and not able to connect. The complaint was verified and the root cause was determined to be wear and tear. Factors that can lead to a damaged or broken component include: handling or transportation of the unit could have caused the components to become stuck from their intended positions due to vibrations or contact with another object or excessive force while connecting or disconnecting a wand. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.